Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call reported via phone indicating that the insulin pump alarm failed battery test. Customer's blood glucose was unknown mg/dl. The customer was advised that batteries vary in reliability and our testing indicates that (B)(6) aaa alkaline batteries are most effective for insulin pump use. Customer advised that he will call back to finish the troubleshooting when he gets home.